Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].

Event description:
Additional information indicates that looks like all troubleshooting was successful suck as proper suturing etc.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: thrombosis/nerve damage: the cause of the injury was unable to be determined due to insufficient clinical details. Access site adverse event/minor bleed: based on the information provided that forward tension sutures resolved the issue and no abnormalities being noted on returned product, the cause of the access site adverse event was most likely a use issue. Device in wrong position: since insufficient clinical details were provided and product did not exhibit any related abnormalities, the cause of the device in wrong position could not be determined. Low pump flow: based on the clinical information provided in conjunction with the signatures noted in data log review, there are several potential factors playing a role in the reported suction event, including the patient's condition and pump positioning. For this reason, a definitive cause could not be determined. Hemolysis/mechanical interaction with blood: there were multiple issues occurring at the time of hemolysis (ECMO and pump positioning) as well as insufficient evidence regarding when hemolysis resolved. Additionally, there were no abnormalities noted on returned product. For these reasons, the cause of the hemolysis could not be determined. False alarm: data log review did confirm false triggers of position in aorta alarms, however, there was insufficient information to determine the cause of the false alarms due to limited clinical details and no abnormalities on returned product. Device history lot: device lot : 1990718. Device history batch: subcomponent lot : n/a. Device history review- the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
B5 updated/corrected; h6 updated. The investigation is still ongoing.

Event description:
Clinical assessment: a 38-year-old female patient received impella cp for left-ventricular venting during veno-arterial ECMO support in the setting of critical acute-on-chronic cardiogenic shock. The patient had a left-ventricular ejection fraction below 10% and required multiple mechanical and pharmacological supports, including inotropes and vasopressors. Post-partum cardiomyopathy was suspected as the underlying cause of refractory cardiogenic shock. The complaints were reported as follows: complaint 1: spinal stroke with distal paralysis. Complaint 2: thrombus formation at the impella cp inflow at the time of escalation. Complaint 3: multiple repositioning attempts. Complaint 4: hemolysis with associated repositioning. Complaint 5: minor access-site oozing. Complaints 1 and 2 describe thrombus formation during impella support. Information on anticoagulation management is not available. It is important to note that post-partum cardiomyopathy is associated with a markedly increased risk of thrombus formation, which may further amplify the thrombotic tendency already present with impella and ECMO support complaints 3 and 4 reflect repeated repositioning attempts in response to device alarms, apparently accompanied by hemolysis. No clear negative clinical consequences for the patient are mentioned. Complaint 5 describes minor access-site bleeding, which appears to have been managed according to established best practices. Overall, this represents a very complex and tragic case of a young mother in profound cardiogenic shock, for whom survival would not have been possible without advanced circulatory support. Engineering assessment: on the first day of impella cp support, night shift had lots of suction alarms, along with ¿in the aorta ¿ alarms. Physician said they never had ¿in the lv alarm¿. When they did bedside echo, the physician said the impella was all they way in the left ventricle.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A 38-year-old female patient received impella cp for left-ventricular venting during veno-arterial ECMO support in the setting of critical acute-on-chronic cardiogenic shock. The patient had a left-ventricular ejection fraction below 10% and required multiple mechanical and pharmacological supports, including inotropes and vasopressors. Post-partum cardiomyopathy was suspected as the underlying cause of refractory cardiogenic shock. The complaints were reported as follows: complaint 1: spinal stroke with distal paralysis. Complaint 2: thrombus formation at the impella cp inflow at the time of escalation. Complaint 3: multiple repositioning attempts. Complaint 4: hemolysis with associated repositioning. Complaint 5: minor access-site oozing. Complaints 1 and 2 describe thrombus formation during impella support. Information on anticoagulation management is not available. It is important to note that post-partum cardiomyopathy is associated with a markedly increased risk of thrombus formation, which may further amplify the thrombotic tendency already present with impella and ECMO support complaints 3 and 4 reflect repeated repositioning attempts in response to device alarms, apparently accompanied by hemolysis. No clear negative clinical consequences for the patient are mentioned. Complaint 5 describes minor access-site bleeding, which appears to have been managed according to established best practices. Overall, this represents a very complex and tragic case of a young mother in profound cardiogenic shock, for whom survival would not have been possible without advanced circulatory support.